Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted for correction to d5

Event description:
The customer did not report a malfunction. During onsite inspection of the bronchovideoscope, the image did not display. There was no patient involvement.

Manufacturer narrative:
Olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.